Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden drop in pacing impedance measurements within normal limits on the left ventricular (lv) lead and shock impedance measurements high out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and noted that on a previous device interrogation this device system was reset back to factory nominals. Ts stated this happened likely due to a user error during said interrogation. This change in the device programing explained the sudden drop in pacing impedance. Further information stated this patient was seen in clinic and reprograming was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.